Event description:
It was reported that balloon rupture occurred. A 3.0mmx30mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition. It was further reported that the target lesion had 99% stenosis and was located in the mildly tortuous and severely calcified superficial femoral artery.

Event description:
It was reported that balloon rupture occurred. A 3.0mmx30mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.